Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of at least 4 months, due to mitral regurgitation, perivalvular leak, and endocarditis.